Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2023-00016, 3013450937-2023-00017, 3013450937-2023-00018, 3013450937-2023-00019, 3013450937-2023-00020, 3013450937-2023-00021, 3013450937-2023-00022, 3013450937-2023-00023, 3013450937-2023-00024 and 3013450937-2023-00025. The following MDR was also submitted for this patient: 3013450937-2021-00061.

Event description:
Patient was revised on (B)(6) 2023 due to an alleged infection. During this revision surgery the following implants were revised: eleos tibial hinge component, eleos tibial poly spacer and eleos distal femur axial pin. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
Patient was revised on (B)(6) 2023 due to an alleged infection. During this revision surgery the following implants were revised: eleos tibial hinge component, eleos tibial poly spacer and eleos distal femur axial pin. No additional information regarding this adverse event has been provided.